Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted ¿an incision was mapped out over the old scar, which was previously infected and scarred significantly, an incision was made around the entire old scar and removed, he dissected free a large hernia sac and removed it and removed the old mesh. It was reported that the patient experienced severe infection, chronic pain, mesh erosion and mesh shrinkage. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/3/2022.